Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned

Event description:
It was reported the lead was explanted and replaced due to sensing difficulty and oversensing. A lead fracture at the subclavian first rib was suspected. No patient complications were reported as a result of this event. Additional information from the patient reported his lead broke and shocked him 38 times.